Manufacturer narrative:
The investigation is ongoing.

Event description:
The initial reporter received questionable elecsys ft4 iii assay results for one patient sample tested on the cobas 6000 e601 module. The initial result was reported outside of the laboratory. The clinician did not find the result compatible with the patient's clinical status and asked for a rerun of the same sample. The rerun was performed on a cobas 8000 e 801 module. The initial result from the e601 was 3.01 ng/dl. The repeat result from the e 801 is 1.30 ng/dl. The lower result was expected as the correct result. The reagent lot number is 57908100 with an expiration date of 31-oct-2022.

Manufacturer narrative:
The alarm trace, calibration and qc results provided did not indicate any issues. The investigation did not identify a product problem. The cause of the event could not be determined.